Event description:
It was reported that; during revision surgery- was noted by surgeon that there was rod slippage. Update 5/23/2017: the reason for the revision surgery was due to pseudarthritis, non fusion. When the surgeon went in to treat the pseudarthritis, the rod slippage was noticed. Prior to the revision surgery, there was no indication/issue noticed involving any of the previous implanted products.

Manufacturer narrative:
Catalog# 48230000. Lot# ek9. Date of explant: (B)(6) 2017. Method: visual inspection, device history review, complaint history review, risk assessment. Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The visual inspection of the blockers confirmed indentations at the base of blockers. Conclusion: the most likely root cause of the event is the activity level of the patient along with rod not fully seated in the screw leading to rod slippage.

Event description:
It was reported that; during revision surgery- was noted by surgeon that there was rod slippage. Update 5/23/2017: the reason for the revision surgery was due to pseudoarthritis, non fusion. When the surgeon went in to treat the pseudoarthritis, the rod slippage was noticed. Prior to the revision surgery, there was no indication/issue noticed involving any of the previous implanted products.